Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter at 3:30pm. The consumer administered 25 units of insulin. At 7:00pm,tested herself, getting a result of 135 mg/dl and at 7:45pm, the consumer's spouse called for an ambulance because the consumer lost consciousness. When the emts tested the consumer with their blood glucose meter, received a result of 29 mg/dl. When the hospital tested the consumer, they received a result of 131 mg/dl. It was discovered during this call, the consumer does not keep the test strips in their original vial. She stores loose test strips in her carrying case which is against our directions for use, as it may compromise the integrity of the test strips. Consumer admitted she does not use control with every new vial of test strips as instructed in our directions for use. Test strips in question will not be returned for evaluation because they were discarded.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.